Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin therapy. Customer¿s blood glucose (bg) was "high" on the continuous glucose monitor. A correction bolus was delivered to address bg.